Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen via an implanted pump. The patient¿s medical history included ms (multiple sclerosis). The indication for pump use was intractable spasticity. It was reported that they were unable to refill the patient¿s pump during the scheduled refill appointment. Multiple milliliters of fluid were aspirated from the pump pocket and the pump was flipped. It was unknown when the pump flipped. The patient was sent to the ER (emergency room) and the ER professionals flipped the pump back and sent the patient home. A surgical consult was ordered, and they were waiting on medical clearance for surgical intervention. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.